Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Small particles are visible in the inlet spout of the valve. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is operating within acceptable tolerances. Result : it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the progav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Small particles are visible in the inlet spout of the valve. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of over-drainage or a blockage. At the time of our investigation, the valve is permeable and the opening pressure of the valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation is completed. Update: g6 , h2 - h10.

Manufacturer narrative:
Investigation on-going. Additional informations/ investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav 2.0. The reason for the return (suspected blockage, overdrainage or similar) still needs to be clarified.